Manufacturer narrative:
The customer reported that "the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review but not during the functional testing. The probable root cause of the ua45 advisory message was due to the lifeband straps were not pulled completely out prior to turning the device on. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The secondary reported complaint that "when the lifeband was installed on the autopulse platform, the lcd goes blank but when the lifeband was removed, the autopulse platform lcd powered back on" was confirmed during functional testing. The root cause of the reported power issue was due the defective processor board (pca), likely attributed to defective component. The processor board (pca) was replaced to remedy the fault. After the pca was replaced, further functional testing, the autopulse platform displayed fault code ua08 (motor controller fault detected), unrelated to the reported complaint. The root cause for the reported complaint was due to defective drive train motor, likely attributed to defective component. The drive train motor needs to be replaced to address this fault code ua08. No physical damage was observed during visual inspection the archive data review indicated several ua45 error messages around the reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed the initial functional test as the display screen goes blank when the lifeband was installed on the autopulse platform, thus confirming the customer complaint. However, unrelated to the reported complaint, when the lifeband was removed, the autopulse platform powers on and it displayed ua12 (lifeband not present). Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory "(ua)45" (not at "home" position after power-on/restart) error message. The customer removed the lifeband and re-installed it back and the autopulse platform lcd went blank. When the lifeband was removed, the autopulse platform lcd powered back on. The customer stated that "without the lifeband, the platform appears to be working as intended; however, when the lifeband was inserted, the platform powers down." No patient involvement.